Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The system cultured positive for multiple organisms including pseudomonas spp. The fse decontaminated the system and replaced several ise (ion-selective electrode) module parts. The customer also changed the lot of buffer reagent. While this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 and 10/23/2010 for additional reportable events.

Event description:
Customer reported that 4 erroneously low sodium results were generated by the unicel dxc 600 synchron system. The results were reported out of the laboratory. The clinician questioned the validity of the results. The samples were retested and corrected reports were issued. There was no change to the pts' care or treatment related to this event. There are no reports of any serious injury or need for medical intervention to prevent or preclude serious injury.